Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe integra 3ml ll w/ndl 25x5/8 rb experienced missing scale markings which were noticed prior to use. The following information was provided by the initial reporter: material no: 305269, batch no: 9018575. Per customer email: I have been asked to follow up on the incident regarding the syringes without measurement markings on the barrel.

Event description:
It was reported that the syringe integra 3ml ll w/ndl 25x5/8 rb experienced missing scale markings which were noticed prior to use. The following information was provided by the initial reporter: material no: 305269 batch no: 9018575. Per customer email: I have been asked to follow up on the incident regarding the syringes without measurement markings on the barrel.

Manufacturer narrative:
H.6. Investigation summary: one photo of three integra syringes was received and evaluated. Two were observed to be in fully sealed blister packs and one was loose. The loose syringe and one in a blister pack appeared to have blank barrels with no visible scale markings and were rejectable per product specification. One syringe in a blister pack had no visual defects. Potential root cause for the missing scale defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 9018575 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.